Event description:
Healthcare professional (hcp) reports experienced multiple pt reactions with the psn membrane. Pt was noted to develop a febrile reaction approximately one hour into the treatment on the first use of the psn membrane and during consecutive treatments over the next 3 months. Hcp indicated temperature was around 100 degrees. Pt did not complain of any other symptoms. The pt was treated with tylenol and all treatments were completed without incident. No medical intervention reported. Hcp reports pt has been switched to an alternate membrane and symptoms have resolved.